Event description:
It was reported that on (B)(6) 2025, while doing a tibia nail, the aiming arm got stuck on the insertion handle. The surgeon wanted to remove the aiming arm to insert the nail further because the 4.2 drill bit was missing the nail while drilling the proximal static and dynamic hole. He was unable to remove the aiming arm from the insertion handle after trying many times. Surgeon tapped on the driving cap to insert the nail further. The aiming arm where it attaches to the insertion handle broke and two carbon fiber pieces fell off the field. There was no surgical delay. Procedure was successfully completed. There was no patient consequences.

Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.